Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the available information, the root cause of the misplacement of the two screws cannot be concluded. However, user error cannot be excluded, at this time. A complaint history review found related failures for the listed device for the same failure mode; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a patient with a 1/3rd femur fracture was operated on (B)(6) 2020. Metatan nail (11.5mm x 42cm) was inserted with 85mm/80mm lag/compression screws and 35mm & 40mm distal screws. During the insertion, whilst drilling with the starter drill for the compression screw, the tip of the starter drill broke off. The surgeon, with a little effort, managed to remove the broken off tip of the proximal lag screw. The screw/screwdriver seemed to be catching on something but the screw was inserted. No problem inserting the compression screw. Lateral post-op x-ray shows that the lag/compression screw combination has missed the nail. The patient was operated again (B)(6) 2020. The surgeon removed the misplaced lag/compression screws, attached the metatan jig without removing the distal screws or nail and reinserted new proximal screws (product code 71642680, batch no 19dt19274) without incident. The same instrument set was used (B)(6) 2020 as was used (B)(6) 2020.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the available information, the root cause of the misplacement of the two screws cannot be concluded. However, user error cannot be excluded, at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.